Manufacturer narrative:
Suspect device was received on december 17, 2020. Additional information received with the device indicated that the patient underwent bilateral capsulectomies, areolar mastopexies, and bilateral replacements as follow: left replaced with cat#: 3508004bc, sn#:(B)(6), right replaced with cat#: 3508004bc, sn#: (B)(6). Device evaluation completed on december 28, 2020: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel profile 800cc silicone prosthesis experienced bilateral capsular contracture grade iii on the left and grade IV on the right-side post procedure. A physical examination was performed by a physician and capsular contracture was diagnosed. As a result, removal was performed on (B)(6) 2020. This report relates to the left prosthesis.